Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported difficulty grasping the leaflet appears to be related to patient morphology/pathology and the partial clip movement (migration) appears to be related to patient morphology/pathology and procedural condition of the difficulty grasping. The reported poor image resolution was due to challenging imaging. The reported unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report partial clip movement. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted the mitral valve had a flail, mitral annulus calcification (mac) and imaging was very challenging. An xt was inserted and deployed on the mitral valve. It was noted that due to the mac, the posterior leaflet was difficult to grasp. Shortly after deployment, it was observed the clip had partially detached from the posterior leaflet. To stabilize the implanted clip, an additional clip was inserted and successfully deployed, reducing mr to a grade of <1. There was no clinically significant delay in the procedure. No additional information was provided.